Event description:
Customer reported that she had blood glucose of 134 mg/dl. Customer stated that her insulin pump was not working correctly, it got really hot and started to alarm button error. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to moisture damage on keypad traces. The insulin pump had a cracked display window corner, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.